Event description:
Patient presented to the physician with drainage and redness at the chest incision site and swelling and tenderness at the neck incision site. Infection was determined and physician prescribed antibiotics. Patient presented back to the physician with continued infection. Physician brought the patient into the or and removed the entire inspire system.